Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information was requested, and the following was obtained: what was the approximate width of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that no extraneous tissue was within jaws distal to cut line? Were the tips of device visible during firing? Was the bleeding from staple line or adjacent? What is the current patient status? Larger arterial vessel was closed, which opened again when the patient was moved (during surgery). Patient was successfully operated with the same system. Customer is very experienced with the instrument. No special post-operative care of the patient required. Patient was discharged from the clinic. No further information available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, an arterial vessel was drained with the pve35a. After about 1 hour more the operation was finished. Shortly after, fresh blood was in the drains. The patient was immediately thoracotomized and it was found that the staple suture did not hold. The vessel was sutured with prolene sutures and successfully treated. The patient has lost about 2-3 liters of blood and is being monitored on intensive care.